Event description:
Customer alleged the backrest frame broke at the weld on the right side. Replacement (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model ct6a, serial number/date (B)(4) is approximately 1 year 4 months old. The owner's manual part number 1134872 rev c (may-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the right side backrest frame allegedly broke at the weld. The consumer was allegedly going down a curb and the backrest snapped at the weld. Page 11 of the owner's manual states a warning, "do not attempt to ride over curbs or obstacles. Doing so may cause your wheelchair to turn over and cause bodily harm or damage to the wheelchair." Replacement parts on warranty order (B)(4). No injury alleged.